Event description:
Boston scientific received information that five days post implant, the patient with this right atrial and right ventricular lead presented with a change in their medical condition. The physician suspected a cardiac tamponade, possibly due to perforation. The excess pericardial fluid was removed; all system measurements were normal and the patient's condition was reported as well.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.